Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the x-rays provided confirm non-union of the initial distal tibia and fibula spiral fracture. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported broken distal locking screw cannot be determined but fatigue stress due to nonunion is likely. The future impact to the patient cannot be determined. Should additional information becomes available this issue can be re-elevated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the distal locking screws of meta nail were found to be broken. This was diagnosed when patient was found in pain.